Event description:
It was reported there was a battery depletion (bd) error code. Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported there was a battery depletion (bd) error code. Device data showed the power consumption was increasing in a gradual fashion. Technical services advised of the findings and that this device should be explanted. Subsequently, the device was explanted and a new device was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains a correction to the event details and impact to patient that changes the decision from malfunction to serious injury. Fields h1 and b5 along with any other relevant fields have been updated. The device has been returned and technical analysis is anticipated but not yet begun. A supplemental report will be submitted once the results are available.

Event description:
It was reported there was a battery depletion (bd) error code. Device data showed the power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised of the findings and that this device should be explanted. Subsequently, the device was explanted and a new device was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to the event details and impact to patient that changes the decision from malfunction to serious injury. Fields h1 and b5 along with any other relevant fields have been updated. The device has been returned and technical analysis is anticipated but not yet begun. A supplemental report will be submitted once the results are available.